Event description:
It was reported that during the procedure at the va, the physician noticed the balloon was not inflated properly under the dsa. At normal atmospheric pressure, the volume of the balloon changes only a little and the contrast agent can be seen flowing to the distal blood vessels. The physician withdrew the subject device and confirmed that the subject balloon was leaking inside the patient. It was reported that the patient's anatomy was moderately tortuous. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during the procedure at the va, the physician noticed the balloon was not inflated properly under the dsa. At normal atmospheric pressure, the volume of the balloon changes only a little and the contrast agent can be seen flowing to the distal blood vessels. The physician withdrew the subject device and confirmed that the subject balloon was leaking inside the patient. It was reported that the patient's anatomy was moderately tortuous. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H4 manufacturing date added. H3 device evaluated by mfg updated. H3 summary attached updated. D4 expiration date added. Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual inspection, there was blood noted within the balloon. During functional test, an attempt was made to inflate the balloon and a leak was noted to the balloon catheter shaft. The balloon was inflated with no leaks noted, the balloon failed to stay inflated. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It was reported that, when the balloon is filled with standard atmospheric pressure, the volume of the balloon changes only a little under x-rays and the contrast agent can be seen flowing to the distal blood vessels. As per the additional information, the device was prepared a per the dfu, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. The device was returned and it was confirmed that the balloon was difficult to inflate with a leak noted to the balloon catheter shaft, confirming the reported event. It is probable that the device was damaged during advancement through the patients anatomy causing the reported event. An assignable cause of procedural factors will be assigned to the reported 'balloon leaked during use' and 'balloon difficult to inflate' and to the analyzed 'balloon catheter shaft leaked during use' and 'balloon difficult to inflate', as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.